Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2023 the patient reported experiencing symptoms of lethargy and general unwellness throughout the day on (B)(6) 2023. The unknown cgm (continuous glucose monitoring) device would not give a reading and he changed the device and received a blood glucose reading in the 70¿s mg/dl. Despite having symptoms he would associate with high blood glucose he began eating to elevate his readings. He did not take any insulin due to low readings on the cgm. Symptoms continued through (B)(6) 2023 and the patient decided to contact emt¿s through his on-person emergency device between 2-3pm on (B)(6) 2023. The patient¿s blood glucose measured 652 mg/dl on the emt blood glucose monitor and he was transported to the ER where he was treated with insulin and fluids. The patient was discharged at 10pm when his blood glucose was below 300 mg/dl. The unknown cgm device mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5149159.